Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc), but omsc received only photo of the device. The evaluation of the photo confirmed that the ptfe pad was partially peeled from the jaw. The manufacturing record was reviewed with no irregularities. The exact cause of this issue cannot be conclusively determined. Based on the past similar cases, it was known that the ptfe pad was partially peeled when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states; warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Please cross-reference the following report about the metal part falling: 8010047-2016-00069.

Event description:
Two tb-0535fc devices were failed during a renal donor procedure. The ptfe pad of the first device was partially peeled. The procedure was continued with the second device, but the ptfe pad of the second device was partially peeled, too. The procedure was completed with a different device. There was no patient harm reported.this is the report about the first device.